Event description:
It was reported that during advancement of the 2.5 x 33 mm xience xpedition stent delivery system (sds) resistance was noted with the guide wire. Due to unusual lumen that was visual on the sds tip, it was impossible to slide appropriately on the guide. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed an inner member separation. Found that the inner member was jagged at the separation.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported physical property issue/ irregular appearance was able to be confirmed. The inner member was separated 8 mm distal to the guide wire exit notch, but the outer member was still intact. The reported difficulty to position with a guide wire was confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position or physical property issue/ irregular appearance from this lot. Based on the reviewed information, no product deficiency was identified.